Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Customer addressed elevated blood glucose by changing pump supplies, clearing the occlusion, and administering a bolus with the pump. Customer reported reusing insulin from old cartridges when loading a new cartridge. Tandem technical support informed customer that residual insulin remaining in cartridge is unusable per the user guide.